Event description:
During a transapical tavr procedure, after deployment of the valve, the patient had moderate paravalvular leak (pvl). The pvl completely resolved after deployment of a second valve and post dilation. The first bioprosthesis was positioned both by tee and fluoro, with optimal position chosen. Under rapid ventricular pacing (rvp), the team was able to deploy the valve. At peak inflation the balloon was felt to have ruptured off of calcium, they presumed on the stj. After this was done, there was at least a moderate pvl. The balloon was withdrawn and got caught in the sheath. Using rvp, the sheath was removed and exchanged for a new transapical ascendra sheath. The balloon material had torn and the entire balloon was retrieved, confirming that it had gotten stuck in the valve housing where the bleed back valve was located. Because of the extent of calcification the patient had demonstrated throughout her body, it was felt that likely there was some area of calcium that was rupturing the balloon. An additional 23 mm edwards sapien bioprosthesis was chosen with the hope that the additional stent would allow inflation and prevent further balloon rupture. This new system was then advanced to the aortic valve prosthesis and was inflated 1/2 cell strut lower than what had initially been deployed. The bioprosthesis was inflated during rvp with subsequent balloon rupture again at peak inflation. At this point, there were two valves in place which were in a perfect location, but there was still some moderate pvl. A z- med balloon was placed into the aorta and was able to inflate the valves under rvp; however, this balloon also ruptured off the stj calcification. Another 22 z-med balloon was positioned and this time they left the balloon, even the shoulder of the balloon, within the valve itself. It was fully inflated, and this made the pvl become negligible. The team redilated a 2nd time. After this was done and there was good tee confirmation that there was trivial or trace pvl, they were able to remove the sheath under rvp to tie down the sutures. Additional information indicated the stj was severely calcified. The native valve/leaflet calcification and the aortic root calcification were also both considered severe. The patient is doing well, with no known complications.

Manufacturer narrative:
The sapien valve is not available for evaluation as it remains implanted in the patient. Per the instructions for use, paravalvular leak is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. In this case, the cause of the pvl appears to be due to severe calcification of the native valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.